Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years later a computed tomography shows that the inferior vena cava filter was in the infrarenal location and there was anterior tilting of the filter apex with the apex perforating anterior ivc wall. The tilt was approximately 45 degrees and there was no evidence of inferior vena cava filter migration. There was perforation of multiple inferior vena cava struts which was intraperitoneal. The tip of the inferior vena cava filter projects 5 millimeters ventral to the ventral wall of the ivc, and 8 millimeters proximal to the lowest (right) renal vein. Filter retrieval attempts were made by the snare method and it looked like the wall of the inferior vena cava filter was up and moving significantly. So, at that point, the procedure was stopped. Therefore, the investigation is confirmed for perforation of the ivc filter, filter tilt, and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated through the inferior venacava (ivc). The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced abdominal pain; however the current status of the patient is unknown.